Event description:
- -

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator heard beeping tones from their device. Device interrogation, displayed elective replacement indicators (eri). There was concern that the battery had depleted more rapidly than expected. No adverse patient effects were reported. A replacement procedure will be performed in the near future and the device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
When the device has been returned to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.